Manufacturer narrative:
Method, DHR, compliant review, device history review showed that no reported discrepancies. Summary of evaluation: the investigation concluded that the root cause of the event is improper maintenance and lubrication of the devices. The dall-miles one sided cable tensioner will not operate as intended if it is not lubricated properly. Severe corrosion will take place at the inner jaws of the device if the device is not cleaned and lubricated after each use. The dall-miles cable system surgical technique specifies that the instrument must be lubricated before cleaning: "prior to autoclaving, apply a lubricant or instrument milk to the threads and the jaw mechanism within the heads. Be sure the lubrication penetrates the mechanism fully." This will ensure the device functions as anticipated during every surgery." Additional information: device manufacture date: 2008-may-14 for lot# tacj502.

Event description:
It was reported that: "neither tensioner tensioned the 2.0mm vitallium alloy beaded cable."